Event description:
It was reported that during implant, inserting the atrial lead into the header of the device was difficult. After applying silicone oil, the lead was inserted and secured into the header of the new device. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.